Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds approximately one day after implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.